Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer¿s blood glucose (bg) level was not impacted. Reportedly, the pump is worn against the customer's skin. As the customer had changed their supplies and resumed insulin delivery when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed.